Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure multiple positions were attempted with the right atrial (ra) lead with the lead dislodging twice. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. . If information is provided in the future, a supplemental report will be issued.